Manufacturer narrative:
The customer¿s complaint of over infusion was not confirmed or reproduced. Review of the pcu error log showed no errors were record on the reported event date. Review of the pcu event log showed, on the reported event date, the suspect device was selected and restored the infusion of tpn (drugid= 448) at a rate of 30 ml/hr (vtbi= 109.303 ml). No obvious programming errors were observed. The suspect device recorded five (5) alarms for air in line and two (2) alarms for flo stop open before being channeled off. Volume infused= 100.637 ml. Inspection of the device showed no anomalies with the pumping mechanism. Testing showed the device was delivering IV fluids within specification. Functional testing of the event administration set showed no anomalies. Concentricity testing of the event administration set showed the set was within specification. Lvp sn (B)(6). The suspect device was received in fair condition. Dried fluid was observed on the female iui and male iui, on the rear case under the female iui and the male iui, inside door, inside rear case, on the interior of the motor control board at the iui bracket holes, on the iui bracket from the upper screw hole of the rear case, under platen, under membrane frame, and on the bezel frame. Corrosion was observed on the male iui and inside rear case. Crack observed at the lower hinge. Door latch spring observed cut too long. No anomalies were observed in the disassembly of the pumping mechanism (bezel date code: april 2008) platen, membrane frame, and sear were observed in good condition. Log analysis results: the customer reported an event date of (B)(6) 2020 at 12:50. Review of the pcu event log showed, prior to the reported event date, the pcu was powered on at 4:49 pm on (B)(6) 2020; same patient and same profile (critical care) were selected. The reported medication of tpn (drugid= 448) was first programmed on the suspect device (sn (B)(6)) at 12:37 am on (B)(6) 2020. No obvious programming errors were observed. On (B)(6) 2020 at 9:12 am, the suspect device was selected and restored the infusion of tpn (drugid= 448) at a rate of 30 ml/hr (vtbi= 109.303 ml). Between 9:54 am and 12:39 pm, the suspect device recorded five (5) alarms for air in line and two (2) times for flo stop open. The alarms were addressed by the user. At 12:48 pm, the suspect device was channeled off. At 3:26 pm, the pcu was powered off. Total volume infused between 9:12 am and 12:39 pm= 100.637 ml. The root cause of the customer complaint of over infusion was not identified. Device history review: lvp sn (B)(6). Review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (02may2008). A review of the device service history record was performed beginning from the date of manufacture to the present date (16sep2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that 45ml of total parenteral nutrition (tpn) solution was added to the buretrol and the infusion was set at 30ml/hr. One hour later, it was observed that the buretrol was empty and there was a significant amount of air in the tubing. The pump had indicated that the volume infused was 26ml. There was no patient harm; however, blood work was required to assess electrolytes. The event occurred at haematology / oncology inpatient unit. Per log analysis performed by the customer's biomedical engineer, no programming errors. The device passed the rate accuracy testing.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, information on race and ethnicity were not provided.

Event description:
It was reported that 45ml of total parenteral nutrition (tpn) solution was added to the buretrol and the infusion was set at 30ml/hr. One hour later, it was observed that the buretrol was empty and there was a significant amount of air in the tubing. The pump had indicated that the volume infused was 26ml. There was no patient harm; however, blood work was required to assess electrolytes. The event occurred at haematology / oncology inpatient unit. Per log analysis performed by the customer's biomedical engineer, no programming errors. The device passed the rate accuracy testing.